Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0t271, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient¿s hcp told them that the electrodes were hot and defective about six months post-implant. Eventually, they replaced the electrodes in (B)(6) 2016. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0t271, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that the patient was wondering what would cause "hot electrodes" as the patient was experiencing this. An additional email from the consumer determined that the patient has discussed the matter with their healthcare provider (hcp) and the hcp was unable to answer the patient's questions. Furthermore, the patient needed another surgery to replace the defective leads. The date of this surgery was unknown and patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.